Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing presyncope during a shower. Upon investigation, the patient's symptoms were due to electromagnetic interference (emi) resulting in oversensing and pacing inhibition on the device. The patient is pacemaker dependent and the device is anticipated to be reprogrammed at the patient's next in clinic follow-up. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.